Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review of lot 17666413 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, a contralateral approach was made from the left femoral artery with a catheter (6f). A non-cordis guidewire crossed the lesion despite some difficulties, and a saber rx (4mm30cm155) percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion for a pre-dilatation. However, it ruptured at its nominal pressure during its initial inflation. Therefore, it was replaced with a new non-cordis balloon catheter of the same size. A stent was implanted and another saber pta (5.0mm) inflated as a post dilatation. The procedure completed successfully. There was no reported patient injury. The product was clinically used and will be returned for analysis. The patient¿s information was unknown. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 % (cto). The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient.

Manufacturer narrative:
Complaint conclusion: as reported, a 4x300mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion for a pre-dilatation; however, it ruptured at its nominal pressure during its initial inflation. Therefore, it was replaced with a new non-cordis balloon catheter of the same size. A stent was implanted and another 5mm saber pta inflated as a post dilatation. The procedure completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100%, chronic total occlusion (cto). The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet/sterile packaging components. A contralateral approach was made from the left femoral artery with a 6f catheter. A non-cordis guidewire crossed the lesion despite some difficulties. There were no kinks or other damages noted prior to inserting the product into the patient. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. A non-sterile saber rx4mm30cm155 was received coiled inside of a clear plastic bag. The unit was removed from the plastic bag to do a first visual inspection and no damages or anomalies were observed nor on the balloon neither on the rest of the device. Balloon inflation test was done by applying pressure with the indeflator device until the manometer reached the nominal pressure of 8 atm. Balloon got inflated as expected and no leakage was detected with pressure remaining steady. Pressure was increased until the manometer reached the rated burst pressure of 14 atm, and no leakage was detected as manometer reading remained steady. A device history record (DHR) review of lot 17666413 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst - at/below rbp¿ was not confirmed through analysis of the received device since it passed functional analysis. The exact cause of the failure experienced by the customer could not be conclusively determined during analysis. Based on the information available for review, concomitant device factors and/or procedural/handling factors may have contributed to this issue experienced by the customer as evidence by the balloon holding rated burst pressure with no leakage noted. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.